Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted (B)(6) 2016. 4968-35, lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that longevity estimates for the implantable cardioverter defibrillator (ICD) were varying greatly over a short peri od of time. The device remains in use. No patient complications have been reported as a result of this event.